Event description:
It was reported that, "while reaming the femoral canal, the 13mm conical reamer was broken at the proximal aspect of the reamer just distal from the connection to the stryker hand piece. The 2 pieces were removed; 1 from the power attachment and 1 from the femur. The dr then proceeded to ream the canal with a 14 mm reamer."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.